Manufacturer narrative:
(B)(4), 2011.a response from the manufacturer is pending. Device remains implanted.

Event description:
It was reported that during the implantation procedure the torque wrench did not "click" when tightening the atrial setscrew on this device. The device was implanted and remains implanted.

Manufacturer narrative:
(B)(4) 2011. A response from the manufacturer is pending. (B)(6) 2011. Since the device remains implanted, the x-ray taken at the end of the manufacturing process was reviewed. No abnormality was identified in the x-ray. No final conclusion can be drawn since the device remains implanted and was not returned for analysis. Device remains implanted.

Event description:
It was reported that during the implantation procedure the torque wrench did not "click" when tightening the atrial setscrew on this device. The device was implanted and remains implanted.